Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic and complained that he would experience dizzy spells from time to time. The right atrial lead exhibited noise and multiple noise reversion episodes, additionally the led exhibited multiple inappropriate auto mode switch episodes due to noise artifact on the atrial channel. The lead also exhibited low impedance measurements. It was noted that the first instance of noise was noted 2 years prior. On (B)(6) 2016 the lead was capped and replaced. No additional information was reported.